Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose level of 40 mg/dl. The customer treated with glucose tablet. The customer's blood glucose was 133 mg/dl after breakfast. The product was not returned for analysis.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(6) 2016.

Event description:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(6) 2016.